Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 60 mg/dl. Reportedly, the user delivered too much insulin for their meal. The bg level was addressed with ice cream. Additionally, it was reported that there were air bubbles in the patient line. At the time of the air bubble event, the user's bg level was 150 mg/dl. Reportedly, the user successfully removed the air bubbles.